Event description:
On (B)(6) 2022: customer reported having false positive results when using the cardinal health rapid test hcg dipstick tests. No additional data was provided. Multiple attempts were made to obtain additional information however, the customer was unresponsive.

Manufacturer narrative:
Product available and pending investigation testing. Results pending completion of the investigation.

Event description:
09nov2022: customer provided additional information regarding the false positive result. The patient was not pregnant, had no prior health conditions, was not on medications, was not post-menopausal or post-partum, and did not have any recent miscarriages or terminations. No treatment was delayed and there were no actions taken due to the positive results. The customer indicated that the sample was a freshly voided urine sample that was yellow in color but not allowed to settle. The test was read at exactly 3 minutes and was not left unattended. They indicated that a timer was used. The alternate method used for verify the false positive was by using alternate lots of the product or using a cassette-type test.

Manufacturer narrative:
B5, b6, b7: fields were updated due to receiving additional information from the customer. Results pending completion of the investigation.

Manufacturer narrative:
Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes. All devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention and return product. Complaints are tracked and trended on a monthly basis. Per the packet insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.